Manufacturer narrative:
The surgeon sent in samples for evaluation with the samples received and in-house testing in progress. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)

Event description:
The surgeon reported that in the middle of the case that the vitrectomy probe wasn't cutting. When the probe was removed and placed under the microscope, the surgeon noted that it looked like the inner "sleeve" of the probe extended past the outer "sleeve". The probe was switched out and surgery continued. Afterward, the surgeon attempted to move the cannula from an inferior position to a superior position and depressed the eye to gain a better view. At this point, the cannula broke. They switched out the cannula and another cannula was used. The system then displayed a system message. The system was rebooted and the surgery was completed. The surgeon retrieved all particles from the eye. No pt injury was reported.